Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the or for device implant when ICD exhibited crosstalk. The device continued to exhibit ventricular pacing and atrial pace oversensing. Programming changes were made.